Event description:
It was reported that this artificial urinary sphincter (aus) was not working as expected due to a crack in the cuff connecting tube. The cuff was removed and replaced. There were no patient complications reported.